Event description:
During a supraventricular tachycardia procedure, the puncture needle would not pass through the sheath. The sheath was then removed, and the needle was attempted to pass through the sheath outside the body. During this, it was found that the puncture needle had punctured the sheath. The sheath and needle were replaced, and the procedure was successfully completed with no adverse patient consequences. Stylet was used, needle was not reshaped.

Manufacturer narrative:
Additional information: one 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. The returned associated complaint needle/stylet assembly from was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle perforation remains unknown.